Event description:
It was reported that a indeflator was attempted to be used in procedure; however, the connection with a balloon was noted to be loose and the pressure would only go up to 25 atmospheres (atm) and then slightly lost more pressure. Another balloon was attempted to used with the indeflator and the 2nd balloon also could not hold pressure. Another indeflator was attempted to be used in the procedure which also had a loose connection and the 2nd indeflator only reached 25 atm. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott indeflator was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect resulting in the reported loose/intermittent connection and ultimately resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection and the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 20/30 priority pack indeflator device referenced in b5 is filed under separate medwatch report number.